Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that customer had high blood glucose of 569 mg/dl due to not hearing the empty reservoir alarm while customer was sleeping and customer did not get insulin all night. Customer had symptoms of vomiting and ketones. High blood glucose was treated with manual injection.